Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that there was issue with air bubbles. The customer blood glucose level was unknown. Customer stated that location of bubble was tubing and reservoir. The customer reported that approximate size of air bubble was small and large bubbles. Customer also stated that air bubbles were not removed successfully. The reservoir will not be returned for analysis.